Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that states that the pilot balloon detached from inflation line of the in situ tracheostomy tubing requiring an emergent trach change. There was no report of incident related medical sequela.